Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler and on the external of the cassette during step 9 of treatment. The patient reported receiving an m31 air detected in cassette alarm prior when the leak was observed. It is unknown at which point in therapy the leak may have begun. Upon inspection the film on the back of the cycler set cassette was not loose. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up it was reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler and on the external of the cassette during step 9 of treatment. The patient reported receiving an m31 air detected in cassette alarm prior when the leak was observed. It is unknown at which point in therapy the leak may have begun. Upon inspection the film on the back of the cycler set cassette was not loose. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow-up received via fax, the clinic stated the fluid leak was noted at step 9 of cycler treatment and the leak was observed from the cassette door. The clinic confirmed there was an m31 air detected in cassette alarm that prompted during treatment. The clinic confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The source of the leak was unknown. There was no damage observed on the cycler set and no leak observed from the pd solution bag. The clinic stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The clinic confirmed three cycler sets (cassettes) were returned for investigation. The clinic stated the patient has received the replacement cycler which is working well so far and and without reoccurrence of the reported event.

Manufacturer narrative:
Additional and corrected information: a.2, a.3, a.4, b.5 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler and on the external of the cassette during step 9 of treatment. The patient reported receiving an m31 air detected in cassette alarm prior when the leak was observed. It is unknown at which point in therapy the leak may have begun. Upon inspection the film on the back of the cycler set cassette was not loose. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up it was reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested however to date has not been provided.